Event description:
Baxter (B)(4) received a report about one (1) automix 3+3 compounder transfer set. The customer reported deep clefts in one section of the tubing. There was no patient involvement reported. The sample is available for investigation. No additional information is available.

Manufacturer narrative:
(B)(4) - additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available; a follow-up report will be submitted. This device is class ii exempt from having a 510(k) number.

Manufacturer narrative:
(B)(4). The reported issue of a damaged set was not confirmed. The visual inspection was performed to the set and the results were satisfactory; all components were present, in the right position and complete. The batch review was performed and no deviations were found during the manufacturing of the product. The root cause was determined to be undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.